Manufacturer narrative:
Upon receipt of customer information. Personnel from relevant departments are organized to investigate the root cause. No abnormality was found during retained sample tests and products records review, based on the current investigation performed, more information is needed for the root cause determination.

Event description:
The customer complained that blood cannot flow from the middle during blood collection. The terminal used different methods to collect blood, resulting in the use of more materials and the possibility of polluting the area sterility.